Event description:
The customer reported that the 840 ventilator had a blank display while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone and suggested to change the battery run the extended self-test (est) and run the test lung. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).